Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 800 mg/dl at the time of incident. Customer¿s other blood glucose level was 600 mg/dl,400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was unable to complete carelink upload. The customer stated that the symptoms related to high blood glucose such as hydrated. Customer was not alleging insulin pump was under delivering. Customer stated that the auto mode feature was active not active. Customer declined high performance test. The device will not be returned for analysis.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on august 25, 2019. The customer¿s blood glucose level was 800 mg/dl at the time of incident. Customer¿s other blood glucose level was 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was unable to complete carelink upload. The customer stated that the symptoms related to high blood glucose such as hydrated. Customer was not alleging insulin pump was under delivering. Customer was not using the auto mode feature at the time of the incident. Customer declined high performance test. The device will not be returned for analysis.